Event description:
Pt admitted c/o bloody urine and blood backing up into insulin pump. Ldh 3000-5000s range, heparin started (B)(6). Echo showed no evidence of thrombus, autopsy report also no evidence of thrombus in pump. Pt expired d/t lg intracranial bleed (B)(6). Given hemolysis sx vad team considered this suspected pump thrombosis.

Manufacturer narrative:
(B)(6).